Event description:
It was reported that the customer had experienced high blood glucose levels. The customer's most current blood glucose level was 206 mg/dl. The customer also reported he noticed bent cannulas, a broken serter, and a broken belt clip. While troubleshooting two delivery alarms were found in his alarm history. The customer's insulin pump was found to work as designed. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-47383 and 2032227-2014-47382 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).